Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "parameters of uv generator out of specification". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "preparation of sms prior to insertion: verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. If air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that during a test carried out at the hospital with the dignishield product, there was an extravasation of feces and the green pathway (inflation) was detached while handling the device, according to the information from the nurse. They highlighted that the insertion was carried out according to training (balloon test before insertion, filling 45ml of the cuff as well as light traction to adjust the rectal ampoule) and the feces were semi-liquid, therefore there was no obstruction. Shortly after insertion, a slight leak occurred that persisted throughout the test days. As per the additional information received via follow up on 18sep2023, the reported incident was noticed during use. The patient experienced worsening dermatitis associated with incontinence due to the constant leakage of the tube. There was no need for medical intervention. There was no exposure of blood or chemotherapy to mucous membranes or skin. There was no medication administered.

Event description:
It was reported that during a test carried out at the hospital with the dignishield product, there was an extravasation of feces and the green pathway (inflation) was detached while handling the device, according to the information from the nurse. They highlighted that the insertion was carried out according to training (balloon test before insertion, filling 45ml of the cuff as well as light traction to adjust the rectal ampoule) and the feces were semi-liquid, therefore there was no obstruction. Shortly after insertion, a slight leak occurred that persisted throughout the test days. As per the additional information received via follow up on (B)(6) 2023, the reported incident was noticed during use. The patient experienced worsening dermatitis associated with incontinence due to the constant leakage of the tube. There was no need for medical intervention. There was no exposure of blood or chemotherapy to mucous membranes or skin. There was no medication administered.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received 2 unused dignishield in opened containers. Each balloon was inflated with the returned syringe from each unit with 45 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no obstruction, disconnections or leaks were observed. Balloons rested with no leaks or disconnections. The returned syringes were connected, and both units were able to deflate the balloon with no issues. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during a test carried out at the hospital with the dignishield product, there was an extravasation of feces and the green pathway (inflation) was detached while handling the device, according to the information from the nurse. They highlighted that the insertion was carried out according to training (balloon test before insertion, filling 45ml of the cuff as well as light traction to adjust the rectal ampoule) and the feces were semi-liquid, therefore there was no obstruction. Shortly after insertion, a slight leak occurred that persisted throughout the test days.